Event description:
Same case as mgf: 2134265-2008-04234. It was reported that during a percutaneous translumenal coronary intervention (ptca) procedure, withdrawal difficulties were encountered and a guide wire fracture occurred. The artery and lesion location and characteristics are unknown. The rotablator (rtw) floppy guidewire was used with a rotalink burr and advanced to the lesion. After the first ablation with the burr, it became stuck in the artery. Force was applied to the burr and attempts to withdraw were unsuccessful. The physician then activated the burr at 140,000 rpm's and the burr was successfully removed, however, the distal tip of the guide wire broke. The guide wire fragment remains in the patient. It was reported that no action was taken to resolve the event at that time, nor is it known if the event has been resolved. The procedure was completed with this device. Post procedure, the patient's condition was reported as "stable". No further complications were reported. Additional information has been requested.